Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the MFR for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified at this initial stage. Company medical assessment: pt underwent tace procedure and developed fever the following day. Approximately, 1 month later a liver abscess was identified on CT. This is an event of serious harm. The event is currently under investigation by the MFR and the conclusion of this investigation will be communicated as a follow-up to this report.

Manufacturer narrative:
(B)(4). Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Epirubicin was reported to have been used in the treatment procedure. The use of epirubicin with dc bead was considered off-label use. The device has not been sent to the MFR for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified at this initial stage. Company medical assessment: patient underwent tace procedure and developed fever the following day. Approximately, 1 month later a liver abscess was identified on CT. This is an event of serious harm- this assessment remains changed following the receipt of the new information. The event is currently under investigation by the MFR and the conclusion of this investigation will be communicated as a follow-up to this report. The physician stated that pyrexia and liver abscess are probably related to the tace procedure. Additional information was received from a user facility via the company distributor on 03/11/2015. The patient had two tumors (max 10mm) and tace was performed in a8, a3/4 using iodinated contrast medium. No information was available on the embolization endpoint or if any prophylactic antibiotics were used. It was reported that the center has previous experience in treating the patients with dc bead and the treating physician was reported to have good experience in treating the patients with deb tace procedure. The physician stated that pyrexia was secondary event associated with liver abscess.

Event description:
Previously reported information concerns a (B)(6) male patient who underwent a deb tace procedure using one vial of dc bead (100-300 um) loaded with 50mg of epirubicin. One day after the deb tace procedure the patient developed pyrexia, which was considered as febrile reaction after tace and received an unspecified antipyretic drug. One week following the procedure the patient was discharged from the hospital but the pyrexia persisted. The source of infection was not identified and the antipyretic was continued. The patient's temperature was at 40 degrees celsius. One month from the deb tace procedure, the patient visited the outpatient department again; no increase in white blood cells was observed. A diagnosis of liver abscess was made by CT, and combination therapy of sulbactam sodium/cefoperazone sodium (sbt/cpz) was started. It was reported that the patient initially recovered from pyrexia and liver abscess was resolving, however, the patient again suffered from pyrexia. The physician stated that pyrexia and liver abscess are probably related to the tace procedure. Additional information was received from a user facility via the company distributor on 03/11/2015. The patient had two tumors (max 10mm) and tace was performed in a8, a3/4 using iodinated contrast medium. No information was available on the embolization endpoint or if any prophylactic antibiotics were used. It was reported that the center had previous experience in treating the patients with dc bead and the treating physician was reported to have good experience in treating the patients with deb tace procedure. The physician stated that pyrexia was secondary event associated with liver abscess.

Event description:
This follow up report summarizes the findings from the mfrs investigation report. The investigation findings can be found in the "other remarks" section. Previously reported information concerns a (B)(6) male patient who underwent a deb tace procedure using one vial of dc bead (100-300um) loaded with 50mg of epirubicin. One day after the deb tace procedure the patient developed pyrexia, which was considered as febrile reaction after tace and received an unspecified antipyretic drug. One week following the procedure the patient was discharged from the hospital but the pyrexia persisted. The source of infection was not identified and the antipyretic was continued. The patient's temperature was at 40 degrees celsius. One month from the deb tace procedure, the patient visited the outpatient department again; no increase in white blood cells was observed. The patient had two tumors (max 10mm) and tace was performed in a8, a3/4 using iodinated contrast medium. No information was available on the embolization endpoint or if any prophylactic antibiotics were used. A diagnosis of liver abscess was made by CT, and combination therapy of sulbactam sodium/cefoperazone sodium (sbt/cpz) was started. It was reported that the patient initially recovered from pyrexia and liver abscess was resolving, however, the patient again suffered from pyrexia. The physician stated that pyrexia and liver abscess are probably related to the tace procedure. The physician stated that pyrexia was secondary event associated with liver abscess. It was reported that the center had previous experience in treating the patients with dc bead and the treating physician was reported to have good experience in treating the patients with deb tace procedure. The MFR's investigation into this complaint was complete. The potential contributory factors were investigated and assessed as part of this complaint. It was assessed that liver abscess is a known complication of tace procedure and is the likely root cause. No CAPA has been identified as a result of this complaint, the investigation is summarized within this report; no further investigations are required. The incidence of liver abscess, tumor rupture, pes and pyrexia are all documented events in the company baseline risk document. Biliobronchial fistula is not listed in the document. No further actions are proposed at this time; the incidence of events of this type will continue to be monitored for trending analysis.

Event description:
This is an initial capturing a report received from a user facility, via partner organization on (B)(6) 2014. Additional info was also received on (B)(6) 2015. The reported concerns a (B)(6) male pt who underwent a tace procedure on (B)(6) 2014. Tace was performed using one vial of dc bead (100-300 um) loaded with 50 mg of epirubicin. On (B)(6) 2014, the pt developed pyrexia (non-serious), which was considered as pyrexia (non-serious) persisted after tace, the pt orally took an antipyretic drug. On (B)(6) 2014, the pt was discharged from the hospital. The pyrexia persisted even after that. On (B)(6) 2014, the pt visited the outpatient department; the source of infection was not identified and the antipyretic was continued. Highest pt temperature was recorded at 40 degrees celsius. On (B)(6) 2014, the pt visited the outpatient department again; no increase in white blood cells was observed. A diagnosis of liver abscess was made by CT, and combination therapy of sulbactam sodium/cefoperazone sodium (sbt/cpz) was started. On (B)(6) 2014, the pyrexia (non-serious) recovered. On (B)(6) 2014, liver abscess was resolving, however, pyrexia (non-serious) continued. Outcome of pyrexia was unk. On (B)(6) 2014, the pyrexia (non-serious) developed again. The report from the partner organization states that physician has communicated that pyrexia (non-serious) and liver abscess are probably related to the tace procedure.